Event description:
The injury/failure occurred on (B)(6) 2017. The end-user screamed, as the initial reporter (end-user's husband) ran outside. The end-user is reported as having been in slippers, slipped on the steps, out feeding squirrels (said the word slipped & stairs) - transitioned to poor quality/thin metal. The user is reported as having hit her head, and she has a visible knot - she also aggravated a pre-existing fracture in her ankle. On (B)(6) 2017, compass health brands spoke to the end-user's husband, who stated that the rollator was purchased for use to get around. The user was doing something in the kitchen when she fell. The frame broke where the wheel attached to the frame. The device involved with this event was returned to the store it was purchased from. The user is reported as being terrified to the "serious injury" reporting classification was determined by compass health brands (B)(6) 2017.